Event description:
The following was reported: revision due to femoral stem fracture.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a dedicace stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis: "image shows the dedicace v40 stem with fracture location highlighted by the arrow. On visual examination, the fracture was observed through the mid-stem region, approximately 76 mm from the distal tip. The femoral head remained locked on the stem trunnion." Material analysis: a material analysis was performed and concluded the following: "review of dedicace v40 femoral stem, catalogue # 4900-1-090, lot code gb732277 confirmed a fracture in the mid-stem region. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the mid-stem region. The fracture was observed to have propagated in fatigue. No manufacturing related defects were observed on the examined areas of the components." -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the stryker database and legacy systems indicated DHR information is unavailable. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the dedicace stem. Visual inspection of the returned device was performed as part of the material analysis: "image shows the dedicace v40 stem with fracture location highlighted by the arrow. On visual examination, the fracture was observed through the mid-stem region, approximately 76 mm from the distal tip. The femoral head remained locked on the stem trunnion." The material analysis concluded the following: "review of dedicace v40 femoral stem, catalogue # 4900-1-090, lot code gb732277 confirmed a fracture in the mid-stem region. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the mid-stem region. The fracture was observed to have propagated in fatigue. No manufacturing related defects were observed on the examined areas of the components." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: revision due to femoral stem fracture.